Event description:
Facility alleges blood leak occurred at the start of a dialysis treatment. Dialysis was discontinued and blood was returned to the pt. Estimated blood loss - <25 cc. Blood loss was due to the blood left in dialyzer and blood lines when discarded. No serious injury or medical intervention reported. This event involved one pt.